Event description:
It was reported the procedure was to treat an unknown artery. The 3.50x23mm rx xience pro s stent delivery system (sds) was advanced however the stent dislodged from the balloon and was stuck on the guide wire. The sds and guide wire were removed from the patient without issue. A new stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined; however, factors that may contribute to stent dislodgement include, but are not limited to, inadvertent mishandling during preparation or sheath/stylet removal technique, manipulation against resistance, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.